Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, pump gave replace battery alerts with every battery inserted in the pump. Reporter confirmed that the battery setting was correct. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 10/25/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found that the date range did not cover the complaint date due to continued customer use. No evidence of short battery life was found in the current date range. The pump powered on with auditory and vibratory features. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. Pump casing was opened and no evidence of moisture or loose components was found inside the pump. The reported battery life issue was not verified in the black box or duplicated during the investigation. Unrelated to the reported power issue, it was observed that the display screen was dim and discolored and the battery compartment was cracked below the grip pad.